Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the customer provided photographs confirm there was a blood leak at the bottom of the photoactivation chamber. The origin of the leak could not be determined based on the photographs provided. A material trace of the illumination plate used to build kit lot f229 did not find any non-conformances. The device history record review did not result in any related non-conformances and this kit lot had passed all lot release testing. The root cause of the leak could not be determined based on the information provided. This investigation is now complete. (B)(4).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f229 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of f229 for the reported issue shows no trends. Trends were reviewed for complaint categories photoactivation module leak and alarm #53: return line air detected. No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photos is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer called to report a leak in the photoactivation chamber during the treatment procedure. Customer stated during the prime phase an alarm #44: prime 11 was received. Customer stated at this time the photoactivation module was checked for leaks and none were found. The customer stated the alarm was reset and prime was completed without the occurrence of any other alarms. Customer stated the treatment proceeded, buffy coat was collected and photoactivation completed. The customer stated at the beginning of the recirculation phase an alarm #53: return line air detected was received and air was seen in the return line. At this point in the procedure the customer stated they noticed a leak in the photoactivation chamber. Approximately 1500 ml of whole blood was processed at the time of the leak. The customer aborted the procedure and did not return blood to the patient. Customer stated the patient was in stable condition. The customer has returned photographs for investigation.